Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of scope communication error e315: cause traced to component failure. Based on the results of the investigation, it is likely the fluid immersed in the endoscope led to the malfunction of black water flowing out: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope presented scope communication error e315 and black water flowing out of the endoscope. There was no patient involvement.